Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.